Event description:
A family member reported a crack in the customer's insulin pump. The family member then reported that the customer was hospitalized for diabetes-related issues. It was advised to call the helpline back to begin the insulin pump replacement process. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.